Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Additionally, the fse identified that the system intermittently displayed error code 15 during startup. The fse replaced the patient side manipulator (psm) and endoscope controller (ec) to resolve these issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to have a mechanical defect of the right retention plate spring pin was found stuck and almost completely depressed, leading to the instrument failing to engage due to the stuck pin. Pin was able to be unstuck when spun, on cases where the pin was not stuck the instrument engaged successfully. The unit was then installed onto an in-house system and passed all relevant testing within specification. The ec was analyzed and found to have no issues related to the reported event. No error codes were found related to the reported event upon reviewing logs. Upon visual inspection, no damage was observed on the exterior and interior of the unit. The unit was installed on an in-house system where it was programmed successfully and functioned as expected. After testing, the error logs were investigated but no errors were found related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, arm3 failed to engage the instrument. Site reinstalled and exchanged different instruments and the sterile adaptors, but the issue persisted. Technical support engineer (tse) checked the log and found that one presence pin was malfunctioning to detect the instrument. The tse explained that patient side manipulator (psm) 3 would need to be replaced, and the training could not be used until the replacement was completed. There was no report of patient involvement.